Event description:
Patient was revised to address loosening of the patella. Poly wear was discovered intraoperatively.

Manufacturer narrative:
Examination of the submitted device confirmed polyethylene wear, which was deemed expected wear for a device implanted for approximately 8-years. A search of the complaint database did not show any other reports against the manufacturing lot. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.